Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced symptoms of arrhythmia and dizziness. The patient stated that heart rate was below programmed bottom rate. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 8709sc catheter, implanted: (B)(6) 2010; 8637-20 neuro pump, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported the patient experienced bleeding in the pericardial sac during the device implant. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.